Event description:
The lay user/reporter called lifescan (lfs) on sept 19, 2006, and alleged that her father's meter was prompting an apply sample message. The lfs rep spoke with the pt and obtained the following info. The pt has a regular meter that he uses (not a lfs brand meter) and it stopped working. His lfs meter was his back-up meter. He attempted to use it and when testing, it prompted the apply sample message after a blood sample was applied. In 2006, the pt took his morning dose of insulin, which is not based on the meter results and ate breakfast, at 11:00am (cereal and toast). At approx 1:45 pm, the pt became shaky. He knew he was feeling low. When his daughter arrived home at that time, she gave him tea and biscuits. He felt better after eating; no medical attention was needed. The pt's blood glucose at the time of the symptoms is not known. The type and amount of insulin is not known. According to the reporter, he uses his "blue pen" 3 times a day and a "white pen" at night. It was discovered while troubleshooting, that the pt was applying the blood to the top of the strip, not the edge of the strip. The pt did not have any more test strips to troubleshoot. This complaint is being reported, as the pt was unable to test, gave himself a dose of insulin, and subsequently had symptoms that may be related to being hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inpsection, lifescan will inform FDA of the results in a supplemental report.